Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent an port placement procedure using the powerport titanium isp. 1 years 8 months and 9 days post procedure, it was noticed that during a scheduled maintenance visit, a catheter blockage was identified. Based on this finding, removal of the infusion port was recommended.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the port body placed in a bag. The bag is bloody. No anomalies can be noted from the provided photo. The investigation is inconclusive for the reported difficulty in flushing, obstruction of flow, and suction issues as exact circumstances of the reported event cannot be verified from photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent an port placement procedure using the powerport titanium isp. 1 years 8 months and 9 days post procedure, it was noticed that during a scheduled maintenance visit, a catheter blockage was identified. Based on this finding, removal of the infusion port was recommended.